Event description:
It was reported that the atrial lead exhibited undersensing and high capture thresholds. Fluoroscopy confirmed atrial lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.